Event description:
Customer tested blood glucose at 6pm and received a result of 117mg/dl. The customer injected 6 units of insulin at 6:45pm. The customer stated that 15 minutes later they were having low blood symptoms. The customer ate jelly beans, and drank orange juice. The customer was still incoherent so spouse called paramedics. Paramedics tested and received a result of 41mg/dl. The customer was given a glucose injection. The customer did not have controls. Paramedics tested with controls and found them in range. A request was made for the return of the suspect device and replacement product was sent.